Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was tested with 2 different tubing sets (0.104, and 0.103) for 4 runs at 125ml/hr flow rates for 60 minute as per swi105-005. The device was found to be delivering within +/-5% from target. The results were -3.88%, -3.96%, -4.22%, and -2.27% respectively. Device was also tested with the last infusion rate observed in the event history log at 12.5 ml/hr rate for 60 minute, the device was found to be delivering within +/-5% from target (-0.272%). Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had widespread claims of under infusion with unspecified baxter-approved tubing , medication bag and medication. The reported problem occurred during delivery in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.